Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The current black box showed no evidence of a "battery life" issue. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be cracked. There was no evidence of moisture contamination found inside the battery compartment. The current draws were found to be within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump. A "battery life" issue was not duplicated during investigation. (B)(4).